Manufacturer narrative:
Initial.

Event description:
It was reported that blood glucose dropped to a low after earlier increased correction dosing from a preceding high of 232, with cause of the initial high unclear; the patient consumed oral glucose and levels recovered while using an ilet system. Symptoms included hypoglycemia, although the patient denied associated signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.